Event description:
The customer reported to baxter (B)(4) of a syringe adaptor set in which there was a leak observed by the chamber area. It is unknown when or in which care area this event occurred. There was no patient involved. Therefore, there were no reports of patient injury or medical intervention associated with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The reported condition of a leak by the chamber could not be confirmed because the sample was not returned for evaluation. No assignable root cause could be identified because the product does not contain a chamber. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.